Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, pimples or bumps, infection at the needle puncture site which occurred 6 days after the sensor had been inserted in the arm. The patient experienced pain in her arm at the dexcom g7 sensor site. Upon removing the sensor, she observed redness and small bumps in the affected area. She contacted teledoc and was advised that the symptoms were consistent with cellulitis, indicating an infection at the sensor insertion site. She was prescribed doxycycline for treatment unknown dosage. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).